Event description:
Caller reported that pump battery depleted too quickly. There was no adverse impact to the customer's blood glucose level. Cts instructed caller to fully charge battery, and replacement of usb cable, wall adapter, and transformer was provided. Caller declined follow-up to confirm if the issue was resolved.